Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery of the patient's vasculature showed that the patient's right access vessel had a presence of tortuosity. A photo of the fluoroscopy during valve insertion revealed three struts that appeared bent outward at the inflow side. A photo of the devices after removal from the patient was reviewed and the following was observed: the crimped valve is exposed through the sheath was observed at the back table outside; however, engineering was unable to confirm if this occurred within the patient or during manipulations on the back table. Three struts were bent outward at the inflow side post procedure. The complaint for frame damage was confirmed based on the imagery provided for evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force, insertion angle) likely contributed to the event as evident by imaging and due to the patient having a large body habitus. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 14fr esheath plus, the patient was obese and had an acute angle going into the groin. There was excessive push force which resulted in the valve becoming bent. The valve had not yet entered the vessel when the doctor noticed a fair amount of push force. The valve, delivery system and esheath plus were removed, and a new system was used to successfully complete the procedure. No patient complications were reported. The devices are not available for return. Engineering evaluation imagery review revealed, based on the provided fluoro, the spine was visible in the background with no sheath outline/distal tip visible, indicating that the system with damaged valve likely exited the sheath and were exposed to the patient's vasculature. Upon follow up, it was clarified that the damaged valve exited the tip of the sheath at the level of the abdominal aorta. In addition, there was difficulty withdrawing the valve into the sheath because of the bent strut. The valve, delivery system and esheath plus were removed as a unit, and a new system was used to successfully complete the procedure. There was no patient injury noted. Upon removal, it was observed that there was damage to the sheath. It was mentioned that the devices were manipulated on the back table to remove the valve from the sheath causing further damage to the sheath.